Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the defective event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due to a dent on distal end, water and air tightness was lost. In addition to the reportable findings documented in b5, the following nonreportable findings were; due to wear of angle wire bending angle in up direction did not meet the standard value, due to a dent on bending tube the play of angulation lever was out of the standard value, adhesive on bending section cover rubber had a chip, and multiple parts of the scope had cracks and scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, their endoye flex detectable videoscope had the following concern; air leak from the tip. Upon inspection and testing of the returned device, it was observed that the device had peeling of the lens glue. There was no report of patient harm, procedural delay, or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.